Event description:
The customer called for help with his contour meter. She alleged that her blood glucose readings had been higher than usual. The customer performed control tests and received results of 190 and 201 mg/dl. The normal control range was 108-148 mg/dl. No adverse events were alleged. Customer service advised the customer to return the test strips for eval, but she refused. No product will be returned.